Manufacturer narrative:
(B)(4). (B)(6). The power module device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the power module device had a liquid malfunction, washed, and the brand of the product was no longer visible. It was also noted that the equipment was damaged internally due to water and/or moisture entering the equipment, causing the control unit to come into conflict with the battery charger. It was noted that the device failed pre-repair diagnostic tests for marking and labeling, information button and self test, charging and checking of power module in charger, function test, saw test, and check indicator- liquid damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.